Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan alleging that her onetouch verio flex meter displayed an unknown error message. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged meter issue began on (B)(6) 2016 at 9:00 when she was unable to perform a test using the subject device due to receiving an (unknown) error message. The patient stated that she does not take any medications to manage her diabetes and it is unknown if she made any changes to her usual diabetes management routine in response to the alleged issue. The patient reported experiencing symptoms of blurry vision an unspecified amount of time after the alleged issue began and denied receiving any form of medical intervention in response to the reported issue. At the time of troubleshooting, the csr was unable to walk the patient though a re-test as the patient did not have testing supplies. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe injury after the alleged meter issue began.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history review (DHR) could not be performed as the meter serial number was invalid/unavailable. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.